Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) experienced occasional oversensing. It was also reported that the icm detected false pause episodes due to undersensing on the day of implant. The icm remains in use. No patient complications have been reported as a result of this event.